Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed an "occlusion sensor railed failure" (system error 21503) message. During functional testing, the system error 21503 was reproduced. Evaluation of the opened case halves revealed the plunger driver flex clip was broken off and unable to hold flex in place on sensor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the broken plunger driver flex clip. The top enclosure would be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21503 (occlusion sensor railed failure) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.